Event description:
It was reported that during a lap ventral hernia procedure, the device rec'd an error message. After the second error message, the scope loosened the tissue pad and it came loose from the jaw but not off. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 03/30/2009. Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a gen04 and was functional; no error code was noted during testing. The tissue pad was examined; normal wear was visually seen and 100% present. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.